Manufacturer narrative:
Product analysis summary: the device returned with the balloon fold expanded, and blood with visible in the balloon. The device failed negative prep. On pressurisation of the device, liquid was observed exiting the distal tip and exchange joint. The balloon failed to maintain pressure. A visual inspection confirmed a kink evident to the inner member, just distal to the proximal markerband, and a slight tear was visible in the kinked inner member material. Evidently liquid was exiting the inflation lumen via the tear to inner member and exiting the device at the distal tip and entry port. The balloon burst during analysis. A long longitudinal tear was found beginning just distal to the proximal markerband and extending towards the mid-point of the balloon. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not moved or repositioned prior to the burst. The same inflation device was used with other devices pre and post the inflation difficulties encountered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon burst during stent deployment at 12 atms. It was stated that the balloon ruptured during first inflation. The procedure was completed successfully using another balloon. The patient was reported to be alive with no injury.